Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that the product was implanted in 2004, keloid removed 2005. Experiencing pain in abdomen. Muscles feel tight. Pain has gotten worse.